Event description:
It was reported that during an unk procedure, the surgeon was not able to open the device anymore. This incident had no effect on the pt's condition. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.